Event description:
It was reported to fresenius that this hemodialysis (hd) patient was in treatment utilizing the fresenius optiflux 200nre dialyzer when they experienced dizziness, nausea, and shaking chills. In response, the patient received 100 mg hydrocortisone administered intravenously. This event occurred during a treatment where a dialyzer blood leak was also reported. Approximately 2-5 minutes after treatment initiation the 4008s machine alarmed with a blood leak alarm. Bubbles were also visually observed. A membrane rupture had occurred inside the dialyzer. The patient¿s blood was not returned. The patient's estimated blood loss (ebl) was approximately 20ml. The lines and dialyzer were replaced, and the patient completed the hd treatment on the same machine. It could not be confirmed if these symptoms occurred after the patient was connected at the start of the initial treatment or after the dialyzer membrane rupture. It was not confirmed if the patient¿s symptoms resolved after the administration of the hydrocortisone. It could also not be confirmed it the patient¿s symptoms were classified as a dialyzer reaction.

Manufacturer narrative:
Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the fresenius optiflux 200nre dialyzer and the patient¿s reaction (characterized by dizziness, nausea, and shaking chills) as the membrane rupture was reported to have occurred after the patient was connected. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Although the patient did have a reported ebl of 20ml due to a dialyzer membrane rupture with the first dialyzer, it is unknown if the reported symptoms could have also been related to the blood loss. Patients experiencing blood loss can exhibit symptoms such as nausea, dizziness, and due to the constricting of the blood vessels in the limbs and extremities the skin can become cooler. It cannot be confirmed if the symptoms the patient experienced were classified as a dialyzer reaction, side effects of the minor blood loss, or something unrelated to the treatment as we do not know if the administration of hydrocortisone resolved the symptoms. However, based on the timing of the event to the patient¿s reporting of the symptoms, it can be concluded that the optiflux 200nre dialyzer contributed to the patient¿s adverse event. If this event is classified as a dialyzer reaction, then it would not be due to a deficiency or defect of the dialyzer, but rather a bio-incompatibility between the patient and the membrane material. Without additional information the type of reaction the patient was experiencing cannot be determined and the origin of the cause cannot be concluded. As a result, the optiflux 200nre dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this hemodialysis (hd) patient was in treatment utilizing the fresenius optiflux 200nre dialyzer when they experienced dizziness, nausea, and shaking chills. In response, the patient received 100 mg hydrocortisone administered intravenously. This event occurred during a treatment where a dialyzer blood leak was also reported. Approximately 2-5 minutes after treatment initiation the 4008s machine alarmed with a blood leak alarm. Bubbles were also visually observed. A membrane rupture had occurred inside the dialyzer. The patient¿s blood was not returned. The patient's estimated blood loss (ebl) was approximately 20ml. The lines and dialyzer were replaced, and the patient completed the hd treatment on the same machine. It could not be confirmed if these symptoms occurred after the patient was connected at the start of the initial treatment or after the dialyzer membrane rupture. It was not confirmed if the patient¿s symptoms resolved after the administration of the hydrocortisone. It could also not be confirmed it the patient¿s symptoms were classified as a dialyzer reaction.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Correction: h1.

Event description:
It was reported to fresenius that this hemodialysis (hd) patient was in treatment utilizing the fresenius optiflux 200nre dialyzer when they experienced dizziness, nausea, and shaking chills. In response, the patient received 100 mg hydrocortisone administered intravenously. This event occurred during a treatment where a dialyzer blood leak was also reported. Approximately 2-5 minutes after treatment initiation the 4008s machine alarmed with a blood leak alarm. Bubbles were also visually observed. A membrane rupture had occurred inside the dialyzer. The patient¿s blood was not returned. The patient's estimated blood loss (ebl) was approximately 20ml. The lines and dialyzer were replaced, and the patient completed the hd treatment on the same machine. It could not be confirmed if these symptoms occurred after the patient was connected at the start of the initial treatment or after the dialyzer membrane rupture. It was not confirmed if the patient¿s symptoms resolved after the administration of the hydrocortisone. It could also not be confirmed it the patient¿s symptoms were classified as a dialyzer reaction.